Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of ¿z920-407 medapp has exited¿ message on the coolsculpting elite device 10 minutes into treatment with elite flat 125 applicator. No patient impact. The patient was retreated.

Manufacturer narrative:
Corrected data: d1, d4, d8, g1

Event description:
Allergan aesthetics received a report of ¿z920-407 medapp has exited¿ message on the coolsculpting elite device 10 minutes into treatment with elite flat 125 applicator. No patient impact. The patient was retreated.